Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a battery when it was received. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Data analysis: there is no history available as the device was received without a battery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away from complication from old age. It was noted that the customer was off the insulin pump ten days prior to the death. The insulin pump was removed at the hospital. Spouse mentioned that the customer fell and condition was getting bad and did not recover. The insulin pump was requested to be returned. No further information reported.